Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow keypad button was unresponsive for several weeks and the keypad button symbols were worn. The reporter denied damage to the keypad and denied exposing the pump to moisture. The patient reportedly wore the pump in a pocket and did not clean. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted (B)(4) 2012: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed no response to button presses on the 'up' arrow button and intermittent responses to button presses on the 'down', 'ok' and 'contrast' buttons. Multiple button presses requiring increasing force are required before the 'down', 'ok' and 'contrast' buttons will engage. No visible damage on the keypad. Removed keypad cover and observed contamination present under the contacts of all buttons. Observed the button contact for the 'up' arrow button is not making contact with pad on flex circuit. The button contact has drifted down to the 'down' arrow pad. Unrelated to this complaint, observed the display is faded and discolored upon start up and difficult to read. Replaced faded display with test display, which was then fully functional, and completed the testing with test display. Observed the battery compartment is cracked at opening of battery chamber extending down to the primary seal. Observed the bolus button cover and plug is detached from the pump, exposing the internal contact. The bolus button was found to be defective but is functional.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.